Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0322639. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a intima-ii y 24gax0.75in prn/ec slm was found to have leakage and damage during use. The following was reported by the initial reporter: "at 10 am on 2021.3.25, when the nurse used a no. 24 indwelling needle to treat the patient, he found that the y-shaped tube was cracked and leaked. The needle was re-indwelled. The patient expressed understanding. Did not affect the patient."